Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. The coupler jaw assembly was returned with the jaw assembly, retained right ring within the inner tray, and the left ring dislodged within the inner tray. Visual inspection was performed on the returned device and dried blood on the dislodged ring and tissue on the jaw assembly spring were observed. Additionally, during the visual inspection of the provided images, there was blood visible on the anastomotic instrument (ai); however, no damage was found with either of the returned rings. During the functional investigation, the jaw assembly was clicked into an ai as intended. The knob of the ai was rotated to ensure the jaw assembly would function as intended within the surgical process. The jaw assembly closed properly; however, the jaws did not spring open after removal from the ai. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 2.5mm coupler dislodged. This was observed during assembly prior to patient use. A new device was used to complete the procedure. There was no patient involvement. No additional information is available.